Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the parts of the output connector may remain inside the subject device due to the parts dropping. It was occurred during the preparation for use. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and confirmed that the parts of the output connector was dropped. It was found that this malfunction prevented that the light guide connector of the endoscope could not connect to the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not be identified the root cause of the reported phenomenon. However based on the report of olympus service operation repair center (sorc), omsc presumed that the output connector cannot be connected due to the internal dropout of the parts of the output connector. The cause of the internal dropout of the parts of the output connector could not be identified with following reasons; -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. -there was no repair history except the repair for the reported phenomenon. If additional information becomes available, this report will be supplemented.